Event description:
A product liability claim was raised. It was reported that the patient was implanted with an unk winterthur hip generic product on (B)(6) 2010. Due to unk reasons the patient experienced pain on an unk date.

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).